Manufacturer narrative:
On 18-jun-2020, a manufacturing record evaluation (mre) was performed for lot #7620549, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Two lot numbers were provided (7619395 for left breast prosthesis, 7620549 for right breast prosthesis), but it is currently unknown which belongs to the suspect medical device. A manufacturing record evaluation (mre) was performed for lot number 7619395, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. A manufacturing record evaluation is in progress for lot number 7620549. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a hispanic female who underwent an unspecified breast surgery with a mentor memorygel breast implant 650cc gel breast prosthesis developed baker grade IV capsular contracture in one of her breasts. It was not specified which breast has the capsular contracture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Two serial numbers were provided: (B)(4) for the patient¿s left breast prosthesis, and (B)(4) for the patient¿s right breast prosthesis. If mentor receives clarification regarding which side breast developed the capsular contracture, a supplemental report will be submitted.

Manufacturer narrative:
On 21-oct-2020, mentor received additional information about the event: - the patient underwent unilateral explantation and replacement with a mentor memorygel breast implant 650cc gel breast prosthesis on (B)(6) 2020. - the mentor failure analysis lab received the device for evaluation. The patient¿s right breast prosthesis was identified as the suspect medical device. The lot number and serial number have been updated accordingly. On 29-oct-2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information reported, the patient developed capsular contracture. The device was received for analysis and, during the visual evaluation, an anomaly was observed on the anterior view of the device consistent with a crease/fold. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Capsular contracture complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Reason for device explant and/or reoperation: right breast capsular contracture. H6 patient code 3191: medical device removal. Manufacturer¿s reference number: (B)(4).